Event description:
A customer reported experiencing a cartridge alarm with their tandem mobi pump during the cartridge load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite following proper loading techniques, the alarm recurred, preventing successful cartridge loading and resumption of insulin therapy. The customer consulted with technical support, which guided them to remove the cartridge and deliver a bolus, but it was unsuccessful. Consequently, technical support arranged to replace both the pump and cartridge, providing instructions for setting the original pump to storage mode and handling the return. The customer planned to use multiple daily injections as a backup therapy until the replacement pump arrived.